Manufacturer narrative:
Cec adjudicated the mi as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigator and sponsor assessed the event as not related to the index device or antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted in the 1st obtuse marginal, one resolute onyx was implanted in the 2nd obtuse marginal and one resolute onyx was implanted in the rca. Post procedure patient suffered pci related mi.